Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).